Manufacturer narrative:
The device was investigated by a maquet field service technician. The system was checked using a terminal emulator. The results were normal. The rf-drive was cleaned of dust, particular attention was paid to tacho. Re-seated all pcb connections within the rotaflow console. Successful run on extended test. Topped off the hydraulic oil. A supplemental medwatch will be issued if additional information becomes available.

Event description:
It was reported that a patient was being supported with va ECMO (venous access extra corporeal membrane oxygenation)via a rotaflow device, when an error and alarm occurred and flow within the circuit ceased. Rotaflow 32 pump transferred to emergency pump drive and patient support was resumed. Rotaflow console turned off and restarted without incident and patient rotaflow32 was placed back in the pump drive. The rotaflow system was swapped out. (B)(4).